Event description:
It was reported that the patient underwent a posterior minimally invasive spinal surgery at l4-l5. Reportedly, the rod inserter would no longer hold rods or trocars in situ during surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4). The rod inserter was returned for evaluation. Visual and optical examination confirms foreign material stuck in tip of inserter, disallowing proper insertion of trocar and rod tip. A review of the device history records did not identify any applicable nonconformance to specification.